Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-03796. It was reported the patient experienced ineffective stimulation in post-op follow lead revision (related manufacturer reference number: 1627487-2020-03766 and related manufacturer reference number: 1627487-2020-02174). As a result, additional surgical intervention was undertaken on (B)(6) 2020 to reposition the leads. The leads were successfully repositioned and effective therapy was established.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient leads were revised. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.